Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample unit was received with its original package opened. After visual inspection was performed to sample unit, see pictures above, no marks or stains were observed on tube surface. Visible cracking was observed. A leakage test was performed on the sample provided. The sample failed leak testing. The root cause of the reported issue was found to be as supplier item fault. Actions were taken to mitigate the reported issue: there was scar submitted to supplier.

Manufacturer narrative:
Corrected data: h10 correction, date device received for investigation.

Event description:
Information was received regarding a level 1 hotline disposable. It was reported that during the use of the product, the customer noticed circulation water was leaking from the connection part. There was no patient injury.